Manufacturer narrative:
Device was not used for treatment, not diagnosis. Additional narrative: investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. Spine surgeon uses chronos strips as posterolateral graft between transverse processes in the lumbar spine. His patients experienced pain since using the strips. Patients did not complain of pain prior to using the strips. This is report 2 of 2 for complaint (B)(4).